Manufacturer narrative:
The manufacturer acknowledges the late reporting of this event due to human error. Further information is being requested to provide more details regarding patient data, case report or disposition of the explanted valve. Not yet determined if device available.

Event description:
The manufacturer received notification of a mitroflow aortic pericardial heart valve dla23 that was implanted on (B)(6) 2015 and explanted on (B)(6) 2017.

Manufacturer narrative:
The complete manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla23, s/n # (B)(4), were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. Multiple attempts have been made by the manufacturer at requesting further information from the physician, no further information has been received. Based on limited information received the root cause cannot yet be determined at this time. The device is not available for return or analysis, no further investigation is possible. Device not returned to manufacturer.